Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states the pump was under error. The customer's blood glucose level was over 1000mg/dl. The customer was treated at the hospital and told by his healthcare provider to discontinue use of the pump. The customer has reverted back to manual injections. The customer was driving at the time of call and could not troubleshoot.